Event description:
I was in the (B)(4) study. I immediately began having health issues. In two years I decided to have then removed. My surgeon was belligerent and insistent that it had nothing to do with my implants. After much persuasion, he agreed to remove them. He wouldn't let me see the implants or have them, following removal, despite the fact that I paid for them. His claim was they were needed for the medical study. A few weeks later I followed up wanting to answer questions regarding my experience for the medical study, and my surgeon refused and said I was no longer a part of the study because I had the implants removed. Fast forward 9 years, and I have been diagnosed with lupus, sjogrens, pcos, and breast cancer. I'm currently trying to obtain operative reports, but the medical office records personnel is claiming my records are either cooperation. I questioned this behavior for years, even in forums, but my questions, comments, and testimony always disappeared from anywhere I posted. I am now contacting multiple agencies, including your FDA agency. I suspect my breast cancer is directly related, and despite the big corporate pockets, think this information is pertinent to women considering this type of device.